Event description:
Patient underwent aortic arch replacement procedure in 2004 about 3 weeks later a pleural effusion and then a cardiac tamponade were observed. Drainage was performed to evacuate fluid effusion.